Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 509 mg/dl. Customer unable to describe the damage to drive support cap. Unable to rewind the insulin pump, interrupted with motor error. Nothing further reported.

Manufacturer narrative:
The insulin pump returned with broken and missing partial end cap. Unable to confirm loose drive support disk due to broken and missing partial end cap. The insulin pump received with motor error alarms during rewind and error alarms confirmed in history file due to motor encoder signal out of phase. The insulin pump had scratches on display window.